Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menstrual bleeding') and blindness ('loss of sight') in an adult female patient who had essure (batch no. 50748022) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), myalgia ("very severe, persistent and disabling muscle pain"), dizziness ("dizziness, severe muscle, neck, back, knee, leg, hand, feet pain, migraines, weight gain, memory impairment, fatigue, major depression"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("leg, hand, feet pain"), migraine ("migraines"), memory impairment ("memory impairment"), fatigue ("fatigue"), major depression ("major depression") and pruritus ("severe itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed in 2018 and uterus on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia had resolved, the blindness, dizziness, neck pain, back pain, arthralgia, pain in extremity, migraine, weight increased, memory impairment, fatigue and major depression outcome was unknown and the myalgia and pruritus had not resolved. The reporter provided no causality assessment for arthralgia, back pain, blindness, dizziness, fatigue, major depression, memory impairment, menorrhagia, migraine, myalgia, neck pain, pain in extremity, pruritus and weight increased with essure. The reporter commented: loss of sight, menstrual bleeding, dizziness, severe muscle, neck, back, knee, leg, hand, feet pain, migraines, weight gain, memory impairment, fatigue, major depression. Tubes removed in 2018 and uterus in 2019. Currently very severe, persistent and disabling muscle pain, severe itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: r2003280) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menstrual bleeding') and blindness ('loss of sight') in an adult female patient who had essure (batch no. 50748022) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), myalgia ("very severe, persistent and disabling muscle pain"), dizziness ("dizziness, severe muscle, neck, back, knee, leg, hand, feet pain, migraines, weight gain, memory impairment, fatigue, major depression"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("knee pain "), pain in extremity ("leg, hand, feet pain"), migraine ("migraines"), memory impairment ("memory impairment"), fatigue ("fatigue"), major depression ("major depression") and pruritus ("severe itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed in 2018 and uterus on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia had resolved, the blindness, dizziness, neck pain, back pain, arthralgia, pain in extremity, migraine, weight increased, memory impairment, fatigue and major depression outcome was unknown and the myalgia and pruritus had not resolved. The reporter provided no causality assessment for arthralgia, back pain, blindness, dizziness, fatigue, major depression, memory impairment, menorrhagia, migraine, myalgia, neck pain, pain in extremity, pruritus and weight increased with essure. The reporter commented: loss of sight, menstrual bleeding, dizziness, severe muscle, neck, back, knee, leg, hand, feet pain, migraines, weight gain, memory impairment, fatigue, major depression. Tubes removed in 2018 and uterus in 2019. Currently very severe, persistent and disabling muscle pain, severe itching. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.